Event description:
Two nursing assistants were transferring resident from the chair to his bed in lift multi-purpose sling. Resident leaned to the right & slipped through the right side of the sling & fell onto his back on the floor. Nursing assistants were unable to him from falling. Unable to determine if there was any injury due to fall, family request for no x-rays to be taken. Resident is aphasic due to cva, so was unable ot express if he had any pain or discomfort. Unable to determine if incident related to product defect. The correct lift bucket was used.